Event description:
(B)(4). I've had to many issues to count, dealing with this device in me. I've had large blood clots coming out of me, disturbing and relentless pain that starts from the left side and shoots down my legs, back pain, nausea, adverse effects from over the counter medicine due to the pain being so severe. I would have to take more than what was advised in order for the pain to go away, from doing this I would break out with large blisters over my body. I'm tired of dealing with this. I didn't ask to go through all these medical issues. I have a family that loves and needs me!! Oh, by the way I lost blood for a year after these coils were implanted in my body and now I'm very anemic. I've also had to get a blood transfusion and if I have to back to the ER again due to this unrelenting pain. They're going to have to give me another blood transfusion!!!!

Event description:
(B)(4). This medical device should have never been approved. No one should have to suffer from all these different medical issues. It has also sent me through emotional distress.